Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 40-50mg/dl. Customer current blood glucose level was unknown. Troubleshooting was performed. The product will be not return for the analysis.